Event description:
Spontaneous call from patient who reports on (B)(6) 2021 she had issues with both pumps alarming for no reason. Patient turned the pump on and off and that did not work for either pump. Patient changed tubing and that worked for a while, but then both pumps alarmed again. She then used another pre-mi cassette. This time she was able to continue infusing. She has since changed to the back-up pump also and both pumps are working fine. Patient is going to keep the defective cassette in case manufacturer wants it sent in. She was unable to provide lot numbers. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? No; did the patient have a backup device they were able to switch to? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.